Event description:
Surgeon was performing a strabismus repair. After imbrication of the muscle, upon tying the suture to the sclera, the suture broke in the muscular portion of the suture. There was not any excessive tension on the suture or muscle, nor had the suture been weakened from cautery. There was concern that the suture was defective. This led to needing to re-imbricate the muscle, adding an additional 10-15 minutes to operative time.